Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for (B)(4) food that was consumed; however, it was not a large enough dosage. Customer then delivered a correction bolus with the pump to reduce elevated blood glucose (bg) level (256 mg/dl). Customer discontinued use of the pump for the remainder of the night and reported that pump therapy would be resumed the following day. Contact reported that the elevated bg level was unrelated to pump or supplies.